Manufacturer narrative:
G4:12feb2021, b4:15feb20210. The device was not in use with a patient. The field service engineer (fse) confirmed the function was spotty and determined the front bezel needed to be replaced. The fse replaced the front bezel and the issue was resolved. A similar evaluation was performed it was determined that liquid ingress due to the variability of the assembly process causes navigation ring to fail. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 13oct2020.

Event description:
It was reported the nav ring is not moving. The device was in clinical use, however no patient harm was reported.